Manufacturer narrative:
Block h6: medical device code a050501 captures the reportable issue of bands unable to deploy. Block h10: investigation results the returned speedband superview super 7 handle assembly and ligator head were analyzed. It was noticed that the device was misassembled by the user, the trip wire was set-up through the irrigation tube. A visual evaluation of the ligator head found all the bands present and some of the bands were moved out of their position and overlapped. The trip wire was not secured and the slack was not correctly taken up. Microscopic examination was performed, and it was noted that the ligator head teeth were bent. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No other problems with the device were noted. The reported event was confirmed. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU). A visual evaluation identified that the trip wire was not secured. This can cause the trip wire to slip through the handle assembly and affect the bands deployment activity, and causing more tension on the device, bending the ligator head teeth. Taking all available information into consideration, the most probable root cause is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2021. During the procedure, the bands rolled on one after another causing the bands not to deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2021. During the procedure, the bands rolled on one after another causing the bands not to deploy. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.